Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported an empty pump alarm. The alarm sounded like the patient was in (B)(6). When the pump alarms it feels like a shock. The pump has been empty since (B)(6). The patient reported being in horrible pain, and was having more seizures due to a seizure disorder. The patient was falling and hitting her head. The patient has a history of temporomandibular joint (tmj), back problems, chronic pain and 12 head surgeries. It was noted that the patient whole face is titanium. The patient was having difficulty finding a provider to refill the pump because it was implanted in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving fentanyl and bupivacaine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other-pain. It was reported that the patient was recently dismissed from their provider and has been unable to coordinate with a new hcp to get the pump filled. The pump is empty. No patient symptoms were reported. The event date was indicated as (B)(6) 2015. The outcome and initial reporter information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported by the consumer. The patient reported experiencing horrible back pain. The patient has been up for three days and cannot eat or sleep due to the pain. The patient's last refill was (B)(6) 2016 and they hydromorphone is in the process of being titrated up following the removal of the previous medications. The consumer reported that the pump had been managing their pain for years but as soon as she switched physicians they stated to have issues. The patient's physician in (B)(6) said that the concentrations were too high with their previous medications.